Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported migration/partial clip movement and the subsequent patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effects of worsening mitral regurgitation and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One mitraclip was implanted, reducing mr to a grade of 1+. On (B)(6) 2019, echocardiogram was performed and showed mr had increased to a grade of 4+ and a laceration of the anterior leaflet occurred. It was noted that the laceration was close to the implanted clip causing it to become unstable. The clip remained attached to both leaflets. On (B)(6) 2019, the patient underwent mitral valve replacement surgery. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage and surgical intervention. It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One mitraclip was implanted, reducing mr to a grade of 1+. On (B)(6) 2019, echocardiogram was performed and showed mr had increased to a grade of 4+ and a laceration of the anterior leaflet occurred. It was noted that the laceration was close to the implanted clip causing it to become unstable. The clip remained attached to both leaflets. On (B)(6) 2019, the patient underwent mitral valve replacement surgery. There was no clinically significant delay in the procedure. No additional information was provided.